Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastric stimulation. It was reported that the implanted device seems to be malfunctioning and the battery appears dead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called in and repeated the information regarding the ins not working. The patient stated that their symptoms were "pretty prevalent" for the past year, but they initially thought their symptoms were related to menopause. The patient noted that they didn't have any pain but they had urgency and were getting up twice a night to use the bathroom. The patient added that they saw a hematologist for anemia and their bloodwork showed dehydration, which the patient also thought was menopause symptoms. The patient got the end of service (eos) message when they tried checking the ins,which was when they realized their symptoms might be related to the ins battery reaching eos. The patient reported the eos message to their healthcare provider (hcp) last monday, and their hcp advised the patient to contact the manufacturer for troubleshooting. The agent reviewed the meaning of the eos and redirected the patient to their hcp to further address the situation. The patient requested the agent send them the definition of eos so they can forward it to their hcp. The agent emailed the requested information.